Event description:
Pt presented to an outpt cardiology clinic after a routine phone check for her pacemaker revealed the pacemaker was at the end of life. The pacemaker was interrogated and the same results were duplicated at the clinic. Pt was admitted to the hosp for pacemaker generator replacement.